Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The event occurred in (B)(4). No information was provided on the specific part number involved in this event. The year is the only known part of manufacture date. We have defaulted to the first of the year.